Manufacturer narrative:
Based on the collected information it is concluded that the root cause of the investigated scenario is use error. There are two contributing factors that led to the detachment of the safety side: use of the citadel bed for the patient whose weight exceeds safe working load of this device. The patient was leaning on the side rail during an attempt to exit the bed, making pressure on the side rail mechanism. The instructions for use for citadel bed frame system (830.213-en rev. J) instructs the user as follows regarding the safe working load of the bed and usage of side rails: "side rails are not intended to restrain patients who make attempt to exit the bed." "Whether and how to use side rails or restraints is a decision that should be based on each patient¿s needs and should be made by the patient and the patient¿s family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraint use (including (...) Patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family. Consider not only the clinical and other needs of the patient but also the risks of fatal or serious injury from falling out of bed (...)." "Total patient weight capacity should not exceed 227 kg (500 lb). The use of accessories on the bed may decrease the patient weight capacity of the bed." Arjo device failed to meet its performance specification since the side rail detached. The device was used for a patient treatment when the failure occurred. This complaint is deemed reportable due to allegation of safety side detachment.

Event description:
An arjo engineer noticed during a bed pickup that the safety side was detached. Apart from the damaged safety sides the bed was working correctly. Following the information collected, it was stated by the customer, that the hospital staff took this bed from a stock, despite the fact that it was unsuitable for patient (patient's weight exceeded the maximum acceptable weight for this bed). The patient weighing (B)(6) was placed on the citadel bed and when attempted to get out of it, got stuck on the side rail, which was locked in a raised position at that time. No injury was sustained.